Manufacturer narrative:
Results: photos were received and evaluated showing defect. Samples from the same lot were visually inspected and leak tested showing no defect. Actual device was not received and evaluated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5211931. Conclusion:without an actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter leaked blood during a blood collection procedure. No serious injury or medical intervention reported.